Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H6: investigation summary. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd insyte autoguard bc pro winged 20gx1" the catheter slid off the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: "when unpacking its sterile envelope, the catheter that should come with the trocar gets stuck in its plastic cap. This problem occurs randomly (about 1 in 4 times on the catheters in this batch 3024408) and has been noted by different people." The defective products have not been kept by the department. No such returns have been received from other user departments.